Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08215. Further review indicated this report was submitted in error and the correct device information will be reported under device 2. It was reported surgical intervention was undertaken on (B)(6) 2015 explanting and replacing the patient's ipg and leads. Effective stimulation was achieved postoperative. The migration of the patient's peripheral subcutaneous lead is documented within MFR report#1627487-2015-15064.

Event description:
Device 2 of 2 reference MFR report#1627487-2015-08215

Event description:
It was reported the patient's experiencing persistent pain and burning at the ipg site. Follow-up identified migration of the peripheral subcutaneous lead into the ipg pocket. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Corrected data: for the initial report should be (B)(4) 2015.

Manufacturer narrative:
Corrected data: the awareness was inadvertenly added as (B)(6) 2015 and has been updated to (B)(6) 2015 to align with information received from field. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.